Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the unit seized and will not oscillate when power was applied. During repair it was observed that there was excessive corrosion on the internal sub-assembly¿s components (needle sleeve seized to the bearing shell not allowing it to oscillate when being use), and there was unknown substance on the ball bearings. It was further determined that the device failed pre-tests for check oscillation frequency. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing, and improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the sagittal saw attachment device would vibrate but would not oscillate. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.